Event description:
The user facility reported that a portion of the wire was sheared during a left heart catheterization procedure. The following information was provided by the user facility: during withdrawal through an introducer needle the wire "sheared"; the entire device was removed from the patient; the procedure was completed successfully; and there was no impact to the patient as a result of the event.

Manufacturer narrative:
Results: based upon evaluation of the involved sample, the device is not a terumo manufactured product conclusions: - the returned device is not a terumo manufactured product during follow-up communication with the user facility it was confirmed that the wire did not shear but uncoiled as it was being removed due to the inability to cross into the vessel. Subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility for evaluation. As stated above, upon evaluation it was confirmed that the returned device was not a terumo manufactured product. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Manufacturer narrative:
The involved device has not yet been received by the manufacturing facility for evaluation. Therefore, the current investigation was based on the evaluation of user facility information, quality records and an unused retained sample from the reported lot. Visual inspection of the retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the unused retention sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. However, the event description is most consistent with damage to the guide wire due to attempts to withdraw the device through the metal entry needle. The potential for such an event is addressed in the instructions-for-use. The IFU states: "do not use a metal cannula as an entry needle. Withdrawing the mini guide wire through a metal cannula or advancing a metal cannula over the mini guide wire may result in shearing of the mini guide wire or scraping of its plastic coating." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00140 to provide new / updated information obtained from the user facility and evaluation results of the returned sample.